Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the electric dermatome serial number (B)(4) by zimmer biomet (B)(4) on 22 april 2020 revealed that there was a wire strand protruding from the power cord. It appears that the "white line" sticking out of the outer casing is part of the inner insulation of the wire. Repair of the device was not performed because the device was returned for a coob evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported the new machine has a white line sticking out, which is found when hospital receiving and checking the device. Thus the hospital refused to accept this device. During investigation it was found that there was a wire strand protruding from the power cord. It appears that the "white line" sticking out of the outer casing is part of the inner insulation of the wire. No adverse event was reported as a result of this malfunction.